Event description:
Reported as, "... Heard of port that was replaced due to leakage." No additional information is available. Allergan's approach to compliance is to resolve all doubts in favor of reporting.

Manufacturer narrative:
Unknown. Medwatch sent to FDA on: 29/sep/08. The product associated with this report has not been returned for analysis. No information regarding serial number o implant date was obtainable by the reporter, therefore the connector type is unknown. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number or the explant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing".